Event description:
It was reported that the tps micro driver ran in reverse even when switched to the forward position during a carpectomy hand procedure. The procedure was completed with another device without any clinically significant delay. There was no user or pt injury, medical intervention, or any adverse consequences reported as a result of this event. This event is being remediated for running in the wrong mode.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.